Event description:
Additional information was received indicated the physician suspected right atrial (ra) lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.